Event description:
Immediately after treatment with cosmoplast in the perioral area, the patient presented with erythema. Further follow up with the physician notes that the patient has pink erythema at the bilateral corners of the mouth. One week post injection, the physician felt the patient may have cellulitis, and prescribed keflex 500mg orally twice a day for five days to hasten the resolution of the symptoms. The physician also wondered if the patient might be having a reaction to toothpaste. Approximately one month post injection, the physician noted the pink erythema again, and prescribed topicort cream (unknown strength) to be used topically as necessary. Approximately 6 weeks post injection, the physician noted the same symptoms and prescribed mycolog (triamcinolone and mycostatin) cream for possible yeast infection in the corners of the mouth (still suspecting the toothpaste). Approximately two months post injection, the physician prescribed mycostatin suspension for the possible yeast infection in the corners of the mouth. The symptoms have not resolved.

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required, and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant, nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.